Event description:
Radiology dept reported a physicist discrepancy. Physicist report indicates that: maximum entrance skin exposure rate exceed 10r/min. Maximum entrance skin exposure rate for high level mode exceed 20r/min. Spatial resolution does not meet specifications of 2.0 lp/mm in mag1 (6") unit fully functional. No reported pt injuries, pt info not available. This report is from a ge oec 9600 fluoroscopy system.

Manufacturer narrative:
A ge oec service rep investigated and found that there is a physicist measurement error. The system was tested using a test equipment: radcal 9010s 1391 2008-02-08 dosimeter. The maximum exposure rate was 8.44 r/min for normal and 18.21 r/min for high level fluoroscopy on an average of 5 readings, which does not exceed specifications. The resolution at the mag 1 mode exceeded 2.1 1p/mm and all other modes were verified within specification as well. The system was tested and found to be operating as intended and was returned to the customer for use. No pt involvement.